Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was confirmed and was due to the observed gripper cover being caught in the harness. A review of the lot history record revealed no manufacturing nonconformities issued to the lot. Additionally, a review of the complaint history did not indicate a lot-specific product quality issue. All information was investigated and the user technique/procedural conditions of several gripper actuation attempts likely contributed to the observed gripper cover becoming caught in the harness resulting in the reported gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: steerable guide catheter, 3 implanted mitraclips. The device has returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for gripper actuation issues. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4 with a severely dilated mitral valve, severe enlarged right and left atrium, and bended heart valve plane due to the dilated and enlarged atria. Three mitraclips were implanted without issues. To further reduce mr, a fourth mitraclip (xtr 80718u185) was advanced to the mitral valve. After several attempts, one gripper arm could not be lowered onto the leaflet. The device was removed without reported issue. Once outside the anatomy, the gripper arm was still unable to be lowered. Reportedly, there were no adverse patient effects. Another mitraclip xtr device was unavailable and so an mitraclip ntr device was used in replacement. The mitraclip ntr was unable to grasp both leaflets. Following several attempts, the operator decided to remove this device. The procedure was aborted and the patient was in stable condition. Due to high residual mr of grade 3, a mitral valve replacement was performed. No additional information was provided regarding this issue.